Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist connected to the station and server, verified that the auxiliary was empty (unloaded), and deleted the drawers in the configuration. An ¿x¿ was displayed on the auxiliary device to indicate deletion. The tss then deleted the auxiliary device from the station and attached the knowledge article titled ¿unable to delete auxiliary storage space¿. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system user requested to delete the auxiliary from station configuration. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.